Event description:
A report was received alleging that during placement of the listed tracheostomy tube, the tube's obturator tore the side wall of the pt's trachea. The reporter did not allege any failure of the device. No permanent adverse effects to the pt have been reported.

Manufacturer narrative:
MFR completed the entire form. Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation. (B)(4).